Event description:
Information received by medtronic indicated that the insulin pump had a failed pump error alarm 43 when an error in the motor was detected by reading unexpected value from hall sensor. Customer was able to clear the alarm. Customer was not able to rewind the pump. The blood glucose value was 17mmol/l. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; the customer will discontinue use of the device. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The insulin pump was received with a corroded battery tube and passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The pump history and trace files were successfully downloaded using thus. Rewind functioned properly and no pump error 43 alarms were noted during testing. A review of the pump history file shows there are a total of eight (8) pump error 43 alarms (three (3) on 8/31/2022 and five (5) on 9/1/2022) that occurred. Upon further review of the pump history, discovered a total of nine (9) pump error 130 alarms (five (5) on 8/31/2022 and four (4) on 9/1/2022) occurred as well. The pump was cut open for a visual inspection. Moisture damage was found on the bottom of the battery tube on the inside of the pump, vibrate harness assembly, electronic assembly (pcba 1 and pcba 2), motor, and force sensor. The pump error 43 and pump error 130 alarms that are located in the history files may have been intermittent failures that were not detected during our testing. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: corroded battery tube, cracked battery tube threads, cracked battery compartment, damaged/broken belt clip rails, scratched case, and pillowing keypad overlay. Rewind anomaly, pump error 43 alarms, and pump error 130 alarms are not confirmed. Rewind functioned properly and no pump error 43 alarms, and pump error 130 alarms were noted during testing. Moisture damage and corroded battery tube were found during the visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.